Event description:
The customer reported to customer service that the power supply for her breast pump was sparking, producing a burning odor and also melted, but no injuries were sustained as a result of the issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that she witnessed sparking at the exposed wires at the strain relief, however, she did not see fire, flame, melting, evidence of burning or a breach in the transformer housing. She also confirmed that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short but which could cause sparking. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing. A visual examination of the cord revealed twisting, melting and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measures as 0.7 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.0 ohms, which is normal and indicates that the thermal fuse did not blow.